Manufacturer narrative:
Evaluation of the returned 6f select confirmed that the catheter was fractured. This damage likely occurred due to advancement against resistance. Further evaluation revealed that the fractured segment was stuck inside the returned non-penumbra rhv. If the 6f select is advanced through an rhv that is not included with the packaging, it may contribute to resistance, cause damage to the device and likely become stuck inside the rhv. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left middle cerebral artery (mca) using a neuron select catheter 6f (6f select) and a benchmark bmx96 access system (bmx96). During the procedure, the bmx96 was advanced in the right groin using the dilator and the dilator was removed. While inserting the 6f select into the bmx96, the physician experienced resistance. Subsequently, the 6f select became stuck and would not advance through the bmx96. While attempting to remove the 6f select, the physician noticed the 6f select to be broken inside the bmx96. Therefore, the 6f select was removed by pulling the bmx96 out. It was reported that the bmx96 was noticed to be damaged. The procedure was completed using a new 6f select and a new bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.